Manufacturer narrative:
(B) (4). (B) (4). The absolute pro (part# 1011921-080, lot# 9102151) is being filed under a separate medwatch MFR number. Evaluation summary: the product was not returned for evaluation. Restenosis is a known possible adverse event listed in the instructions for use (IFU) and is listed in the risk assessment. No discrepancies were reported or observed during the preparation or inspection of the sheathed stent prior to use. A fractured stent prior to use would likely have been detected during an inspection prior to use. The device instructions for use (IFU) states, "inspect the stent through the transparent, amber colored delivery system sheath to verify that it has not been damaged during shipment". No photo images were submitted for abbott vascular for a clinical review, which may have helped in the analysis. The IFU, in section 6.4 post implant precautions states that the "stent is of open cell design. Open cell design allows each ring to expand independently of the adjacent ring; allowing for good stent conformability at vessel or bile duct diameter changes. Under fluoroscopy/cholangiography, the independent ring expansion may appear as a step in the contour of the stent, and be erroneously interpreted as a stent fracture." Without images to review, the analysis cannot confirm the reported stent fracture, and it is possible that the stent's fractured appearance is anatomically related. The reported fracture appearance of the stent may be anatomically related to the stent's open cell design and not a product quality deficiency. All absolute pro stents and are 100% visually inspected for damage (both the internally and externally); 100% dimensionally measured, and 100% radial force tested. A conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. All absolute stents are 100% visually inspected (inside diameter and outside diameter), 100% dimensionally inspected, and 100% radial force testing.

Event description:
Device issue: fractured stent. Time of device issue: approximately 2 weeks post-procedure. Adverse event: in-stent restenosis. Onset of adverse event: approximately 2 weeks post-procedure. It was reported that approximately 2 weeks after a superficial femoral artery stenting procedure, the patient presented with leg pain. Angiogram revealed in-stent restenosis within 2 absolute pro fractured stents. The restenosis was treated with urokinase for 3 days with improved flow. The patient was discharged to home (B) (6), 2010. There was no adverse patient sequela. Although requested, there was no additional information provided.